Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
It was reported the physician had trouble during removal of the lead placed subcutaneously for stimulation trial. The lead insulation was sheared off exposing the wires and leaving part of the lead in the patient. The patient had surgery the following week to remove the lead remnants. The pt recovered without sequelae.